Event description:
Patient reported the infusion device displayed an e7 electronic error. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was received at the first level investigation unit on(B)(4) 2013. The infusion device started with an e8 power interrupt error, and the error message could not be cleared by pressing the check button. The infusion device will be sent to the manufacturer for evaluation, and additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage, and this issue led to an unclearable e8 error message. The menu and check button passed the optical and functional investigation successfully and comply with the specifications.